Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). There was thrombus present in the rca and the pt was treated with tirofiban for 48 hours prior to the procedure. During the procedure, the physician successfully advanced the guide without issues. However, resistance was met when advancing the 3.50x20mm taxus liberte stent delivery system (sds). Therefore, the lesion was predilated with a 2.5x20mm maverick balloon and the stenosis was reduced to 50%. When passing the taxus liberte sds through the 6fr sheath, the shaft kinked in the proximal portion and broke into two pieces outside the pt. The break was between the 2 proximal markers of the shaft. The device was removed and the procedure was completed with a different device. No pt complications occurred and the pt's current condition is listed as "stable".